Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents. The investigation determined the reported balloon rupture appears to be related to circumstances of the procedure. It is likely that the reported balloon rupture occurred due to interaction with the heavily calcified anatomy. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, subclavian artery. The 8 x 40 mm armada balloon dilatation catheter (bdc) was advanced and inflated to 12 atmospheres (atm). During deflation, the balloon ruptured. The device was removed without reported issue. The procedure was concluded. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.